Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was the procedure completed? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? If yes, please describe. What is the current status of the patient?

Event description:
It was reported that during an unknown procedure, when activated, the device has not affixed sutures but has only activated the circular cutting mechanism.